Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient went to the emergency room. It was reported that the patient was hospitalized and had an appointment with the physician due to the stitches of the stoma site being opened, and the feeding came out. It was reported that on (B)(6) 2023, the patient's duodopa therapy was suspended.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in is the international list number which is similar to us list number of 062910. Wound dehiscence is a known complication of a peg tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.